Manufacturer narrative:
As a work-around, the fse has reinstated the original cal check limits. Varian is investigating the possibility of a symmetry issue, which may be resulting in the reported cal check fault. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
A varian field service engineer (fse) reports that after performing an upgrade to software version 1.5 at a customer site, cal check faults are occurring in the user interface at the console, prior beam on.